Event description:
It was reported that during a device changeout procedure, the physician noticed an insulation breach on the right ventricular lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 8042 implantable bi-ventricular pulse generator 2007 (B)(6). (B)(4).